Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: on (B)(6) 2024. Sampling from: all channels. Cfu: 0 cfu. Bacterial identification: n/a. The device was evaluated where it was found that foreign material was found in the air/water cylinder, the air/water tube, and the auxiliary water channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Based on the results of the investigation, in regard to the foreign material, a definitive root cause could not be determined. There was no physical damage found at the location where the foreign material remained. The following is included in the device IFU: event 1: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Event 2: user may be able to detect the events by handling device in accordance with IFU -inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported having used the colonovideoscope on 7 of patients while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 2 colony forming units (cfus) of an unknown microbe in the air/ water channel and 1 cfu of an unknown microbe in the biopsy canal on (B)(6) 2024. The colonovideoscope tested positive for 1 cfu of an unknown microbe in the air/ water channel on (B)(6) 2024.the user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.